Event description:
The technician alleged that the bed had a high ground reading. No pt impact.

Manufacturer narrative:
The technician found a loose wire connection in the power cord plug. The technician reconnected the loose wires to the power cord plug to resolve the issue.